Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown concentration and dosage via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2017 it was reported that the patient's pump was initially implanted on the patient's front under their breast. However, the patient reported that their pump is now by their waistline. The patient reported that this occurred over "a couple of years". No further complications were reported. The original source document contains information that was unrelated to this event and was omitted. See pe 702099941 - pump stopped, withdrawal, 602105718 - stim.